Event description:
Three days prior, after pruning some vines, the patient experienced stimulation in the wrong location. She felt it under her ribs and near her heart. The pruning involved different movements than what was usual. The patient also could not adjust the stimulation. The "poor communication" screen was displayed without the antenna attached. She had to try 4-5 times to get successful communication when the antenna was attached and then she could adjust the stimulation. The device was programmed to a higher setting and rate on (B) (6) 2010 and subsequently the patient had to charge every two days as opposed to every two weeks like before. She had satisfactory paresthesia following the reprogramming. It was further stated that following the reprogramming the patient experienced shocking/jolting sensations when turning the stimulation on and off and periodically throughout the day. Also, when she stretched her arm above her head, such as when she entered the shower. She felt stimulation in her ribs when sitting and in her feet when lying down, not in her back where it was needed. She also felt leg cramping when the stimulation was in her legs. Along with doing some gardening the patient had also fallen in the past. She was told at her appointment that "a few leads were acting up". Further information is being requested from the hcp.

Manufacturer narrative:
(B) (4)